Manufacturer narrative:
The pad was disassembled for investigation. The internal usb cable was checked for connection and continuity but no fault was found. A short circuit was found on the printed circuit board and this led to significant damage being discovered on two components on the printed circuit board, the damage could have been caused by an electro static discharge or some other transient over voltage via the pad external usb connector. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned because the device does not recognize the usb cable.